Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.a device history review was also conducted on the component lot numbers and no discrepancies were found.

Event description:
It was reported that the tubing would not prime properly. Medication would not move though bag even though prime function being operated. Medication moved very slowing through the tube. Pump indicated 10 ml volume infused which typically primes the entire line. However at 10ml infused only 1/3 of the line was primed. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-05127. The report was submitted in error.